Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment and a sigmoid coletomy, a cystocele repair and a suprapubic cystoscopy, patient experienced infections, pelvic pain, pain in their lower left side and back, urinary retention, voiding difficulties and leakage. Patient reported using 3-4 pads daily for incontinence. The patient reported they have had four or five hernia surgeries, hernia locations unknown, since the implant. The device remains in the patient. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, company is unable to determine if the device met specifications, and company is unable to determine the specific relationship of the device to the event.